Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose was 30 mmol/l. Customer treated high blood glucose with insulin pen. Customer stated symptoms related to high blood glucose that were miserable and thirsty. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that the insulin pump was under delivering the insulin. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis. Frn-mmt-unk-rsvr, unomed set.